Event description:
It was reported that during the initial implant procedure the 6944 lead showed satisfactory thresholds. Two days later, there was an increase in threshold and loss of sensing. Fluoroscopy showed the svc coil was stretched. The lead was replaced. It was also reported that during revision of the 6944 lead, a 6947 lead was implanted, but the svc coil was stretched, and there was an apparent lead fracture. The 6947 lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; full lead returned and analyzed. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection, it was noted that the defib conductor of the lead was distorted.